Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 4000 c311 stand alone system for one patient. The initial result was 7.27 mg/dl. A repeat result using an integra 400 was 9.11 mg/dl.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation was unable to determine a direct root cause. The customer confirmed that the issue was resolved.